Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be inserted and the procedure had to be cancelled. During a pulse field ablation procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. Transseptal access was gained, and then a pre-map was performed with a non-boston scientific sheath and mapping catheter. After completing the pre-map an attempt was made to exchange for the faradrive sheath, but resistance was felt at the groin when trying to insert the faradrive. Attempts were made to dilate the access site with other sheathes and during those attempts the wire that was holding the transseptal access was pulled back too far. Transseptal access was then lost, and the wire was almost out of the groin by the time the physician realized where it was. The procedure was cancelled to avoid complications with the groin access. No patient complications were reported. The device is not expected to be returned for analysis due to disposal. This report is being submitted due to the cancelled procedure.